Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus; customer had to remove the battery. Customer stated that she washed the car and the insulin pump might have been exposed to sweat. Blood glucose value is 110 mg/dl. Nothing further reported.